Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 21dec2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not showing up on cubie map. A field service engineer examined and cleaned and adjusted retractor band, replaced drawer controller due to continued issues and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.1 was not showing up on cubie map. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.